Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple pockets failed on auxiliary 6 and 7. A field service engineer disconnected the drawer and performed a power cycle. After reconnecting, the system booted successfully. The field service engineer reseated the row cable on drawer 7, checked the back panel cables, and completed a visual inspection. The user was able to successfully recover the drawer, confirming the issue was resolved. The system functioned as intended after the field service engineer repaired the device. E.1. Initial reporter facility: providence little company of mary medical center san pedro

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the device was not detected on bus. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delays or adverse events or injuries reported based on this event.